Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found; however, visual analysis indicated apparent explant damage. The distal conductor had blood/body fluid (not obstructed) and the outer insulation was melted.

Event description:
It was reported that the left ventricular (lv) lead had dislodged several years ago and had been programmed off. The lead was explanted and replaced. No patient complications have been reported as a result of this event.